Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information; however, follow-up for additional information is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic hepatectomy case, when the surgical field was lifted, staff reported a minor burn on the patient. It was assumed that the aquamantys device contributed to the burn. The degree of the burn and any interventions needed are unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic hepatectomy case, when the surgical field was lifted, staff reported a minor burn on the patient. It was assumed that the aquamantys device contributed to the burn. The degree of the burn and any interventions needed are unknown.